Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) count in the platelet product, along with the higher than expected platelet product volume. The reported measured product volume was 458 ml, when the trima accel system reported the product volume to be 239 ml. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore no pt info is reasonably known at the time of the event. Donor unit #: (B)(4). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event. Possible root causes for the volume discrepancy were also provided in the initial report for this event. An internal CAPA has been initiated to evaluate reports of elevated wbc counts.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. The signals in the rdf do not indicate a clear cause for the higher than expected platelet product volume and the elevated wbc content in the platelet product. Based on the reported product volume, the donor was still within the 15% total blood volume donor volume limit specified in the machine's configurations. Fifteen percent of the tbv would be 569ml; 458ml was reported as collected, therefore, more than the 15% tbv volume limit was not collected. The signals in the rdf do indicate the possibility of a small diversion of fluid from the return reservoir to the platelet product during each draw and return cycle, however, the amount of volume diverted was not significant enough to trigger a level sensor error alert. It cannot be ruled out that a possible misloading of the cassette, specifically the loading of the platelet pump header, could have contributed to a small amount of additional product volume being pumped to the product bags each draw and return cycle. This volume could have accumulated over each draw and return cycle and resulted in the higher than expected platelet product volume. There is no clear indication in the rdf of any possible cause for the elevated wbc content in the platelet product. However, it cannot be ruled out that the elevated wbc content could be a possible side effect of a misloaded platelet pump header. Based on the available info, it also cannot be ruled out that the volume and wbc issues could be caused by weighing, calculation, or other process error. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.